Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was not able to see data in carelink app. They had to call to son to send the data. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The issue was escalated to the it team. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that the care partner is not able to view the glucose data for the linked patient account. "Complaint summary: helpline support team reported that the care partner is not able to view the glucose data for the linked patient account. Investigation/testing summary: an attempt was made to reproduce the issue by validating the patient and carepartner pairing in carelink support application and confirmed that the issue was reproducible. To assist with the resolution , requested the below information with helpline support team. -- are we talking about the carepartner not able to view the data graph or the patient himself in carelink application ? I see that the carepartner is not yet approved to be linked with the patient account , can you have this corrected ? -- verified in carelink system and observed that the linking between carepartner and patient profile was not active. Instructed customer representative to validate with the user on the carepartner and patient linking. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause of the issue is that the pairing between partner and carepartner was not completed. Analysis summary: instructed customer representative to validate with the customer on the carepartner and patient account linking. Despite of multiple attempts for feedback helpline was unable to obtain response from user. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.